Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer sprained her right thumb on the rv waste bin of the alinity I processing module on (B)(6) 2022. The waste bin had been sticking and when trying to push it back she sprained her right thumb. No medical attention was required but her thumb was still sore a few days later. Upon troubleshooting, the slide rails of the rv waste bin were wearing out causing improper movement. No additional impact to the user was reported. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found the rv waste storage tray was jamming and noted that the slide rails were worn and causing improper movement. Additionally, there were a few reaction vessels (rvs) dropped at the back of the tray due to serum buildup on the waste chute. A new pair of bulk solutions-liquid waste drawer slide were installed, and the waste chute was cleaned. The rv waste storage tray movement was verified to slide without jarring or any hindrance. The fsr also observed a cooling fan placed in front of the analyzer that obstructed complete opening of the right bottom door and leading to less space for the operators to work in. The customer was advised to relocate the fan. Return testing was not completed as returns were not available. An instrument service history review for (B)(6) did not identify contributing factors to the currently complaint and there have been no additional tickets related to injuries or any further issues related to difficulty in moving the rv waste storage tray after the bulk solutions-liquid waste drawer slide was replaced by service. A review of tracking and trending of the alinity I did not identify any trends associated with the complaint issue. A review of tracking and trending for the bulk solutions and waste drawer assembly or for the slide, bulk solutions-liquid waste drawer did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the bulk solutions and waste drawer assembly or the slide, bulk solutions-liquid waste drawer was identified. This follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.